Manufacturer narrative:
Product complaint # (B)(6). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Customer mentioned not receiving shipper kit. Has shipper kid been mailed to customer contact for product return? Sent a new kit for the product return to the customer the device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - name of the procedure? Breast reduction. - date of the procedure? (B)(6) 2023. - date of the event where the product encountered a problem? 07/25/2023. - were there any intra-operative complications? If so why ? No. - where was the end of the drainage tube? In the patient. - how was the drain secured? Attached to the skin vicryl 2-0. - what was the date of the first activation? (B)(6) 2023. - who monitored the drain and how often? Surgery nurse then nurse 3x/d. - the diagnosis and indication for surgical intervention? Breast enlargement. - were concomitant procedures performed? No. - was a piece of the broken drain left in the patient's body? Yes. - is a second procedure performed or planned to remove the piece of drain left in the patient? Yes. - if yes, date of the procedure? (B)(6) 2023. - what is the patient's current condition? Ok. - were you able to return the device? Device available, still waiting for a return kit. Additional information has been requested however not received. - how was the operation of the product verified after the first activation? - what symptoms did the patient experience after the initial surgery? Start date ? - what is the doctor's opinion regarding the etiology or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: no product received for analysis. Retention sample of complaint lot was checked and found satisfactory. Not applicable, as the complaint sample was not received for evaluation. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Complaint sample review : not applicable, as the complaint sample was not received for evaluation. As per standard practice, 100 % functional test and 100% visual inspection was carried out, visually. Before and after packing of finished goods, prior to the product release. There was no scope to miss out such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Date of procedure? Date of event where product had an issue? Were there any intra-operative complications? If so, what were they? Where was the tip of drainage tube located? How was the drain secured? What was the date of first activation? How was the product function verified following the first activation? Who monitored the drainage and how often? Was leakage detected? If so, where? Was another product used? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Is a 2nd procedure performed or scheduled to remove the piece of drain left in the patient? If yes-date of procedure? Findings, will piece be returned? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name? If applicable, will product be returned? If so, please provide the return date and tracking information. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and a drain was used. A rupture of the drain at the junction drain-pipe when withdrawing. Need to recovered the drain in deep under local anesthesia. Additional information has been requested.